Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.0 diopter, was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged due to excessive vault. The cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
(B)(4).